Event description:
Chair is shutting down allegedly to motorbox overheating. No injury alleged.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-01035. No serious injury alleged. Product was approximately 5 months old at time of complaint. Dealer alleged that the left motor gearbox is overheating and hot to the touch causing the chair to shut down. Product returned for regulatory affairs inspections. Visual inspection showed: motors cable connector was crushed, and the motor gearbox's coupler and coupler housing had evidence of grease leakage. The functional testing had the motor connected to a known good joystick, joystick cable, controller, motor, and batteries and run for thirty minutes showing: the temperature reading before running was 84 degrees and after running for thirty minutes 198 degrees. The inspection did not determine root cause. Complaint was confirmed. No RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 6 months old. The user manual part number 1143190 rev k (mar-11) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 6 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Chair is shutting down allegedly to motorbox overheating. No injury alleged.